Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device had migrated") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year 5 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain"), hypersensitivity ("allergic reaction"), fatigue ("fatigue") and menstrual disorder ("abnormal menstruation issues"). At the time of the report, the device dislocation, pelvic pain, hypersensitivity, fatigue and menstrual disorder outcome was unknown. The reporter considered device dislocation, fatigue, hypersensitivity, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: the essure device had migrated. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device had migrated, migration of essure device") in a 29-year-old female patient who had essure (batch no. B71770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's previously administered products included for an unreported indication: motrin, escitalopram and alprazolam. Concurrent conditions included cramp in lower abdomen and overweight. Concomitant products included alprazolam (alprazolan) since (B)(6) 2013, buspirone hydrochloride (buspar) since (B)(6) 2013, escitalopram oxalate (lexapro) since (B)(6) 2013, ibuprofen since may 2014 and medroxyprogesterone acetate (depo provera)7-may-2014 to august 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On (B)(6) 2017, the patient experienced rash ("rashes"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), fatigue ("fatigue"), menstrual disorder ("abnormal menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), back pain ("lower back pain"), anxiety ("mental anguish"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). At the time of the report, the device dislocation, hypersensitivity, fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, back pain, rash and dysmenorrhoea outcome was unknown and the anxiety and depression had not resolved. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, fatigue, hypersensitivity, menorrhagia, menstrual disorder, rash and vaginal haemorrhage to be related to essure. The reporter commented: on 15-aug-2018 the plaintiff stated that she did not have money or definite plans for essure removal at that time. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Ultrasound scan - on 29-sep-2015: results: the essure device had migrated. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-nov-2018: plaintiff fact sheet received, new reporter, concomitant medication and event outcome were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device had migrated, migration of essure device") in a 30-year-old female patient who had essure (batch no. B71770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's concurrent conditions included cramp in lower abdomen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year 4 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), fatigue ("fatigue"), menstrual disorder ("abnormal menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). At the time of the report, the device dislocation, hypersensitivity, fatigue, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device dislocation, fatigue, hypersensitivity, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.12 kgs. Ultrasound scan - on (B)(6) 2015: the essure device had migrated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device had migrated, migration of essure device") in a 30-year-old female patient who had essure (batch no. B71770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's concurrent conditions included cramp in lower abdomen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year 4 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), fatigue ("fatigue"), menstrual disorder ("abnormal menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). At the time of the report, the device dislocation, hypersensitivity, fatigue, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device dislocation, fatigue, hypersensitivity, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.12 kgs. Ultrasound scan - on (B)(6) 2015: the essure device had migrated most recent follow-up information incorporated above includes: on (B)(6) 2018: case correction. Fu receipt date changed from (B)(6) 2018 to (B)(6) 2018. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device had migrated, migration of essure device") in a 30-year-old female patient who had essure (batch no. B71770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's previously administered products included for an unreported indication: motrin, escitalopram and alprazolam. Concurrent conditions included cramp in lower abdomen and overweight. Concomitant products included medroxyprogesterone (depo provera)(B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced fatigue ("fatigue"), anxiety ("mental anguish"), depression ("depression"), rash ("rashes") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, 1 year 4 months after insertion of essure, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("abnormal menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and back pain ("lower back pain"). At the time of the report, the device dislocation, hypersensitivity, fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, back pain, anxiety, depression, rash and dysmenorrhoea outcome was unknown. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, fatigue, hypersensitivity, menorrhagia, menstrual disorder, rash and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2018 the plaintiff stated that she did not have money or definite plans for essure removal at that time. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Ultrasound scan - on (B)(6) 2015: the essure device had migrated . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-aug-2018: pfs received- new event "depression, rashes, mental anguish, dysmenorrhea (cramping)" were added. Historical and concomitant medication were added. After an internal review of follow-up information received on (B)(6) 2018, the plaintiff stated that she did not have money or definite plans for essure removal at that time. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device had migrated, migration of essure device") in a 30-year-old female patient who had essure (batch no. B71770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year 4 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), fatigue ("fatigue"), menstrual disorder ("abnormal menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). At the time of the report, the device dislocation, hypersensitivity, fatigue, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device dislocation, fatigue, hypersensitivity, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.12 kgs. Ultrasound scan - on (B)(6) 2015: the essure device had migrated. Most recent follow-up information incorporated above includes: on 26-feb-2018: pfs received: new reporters, patient demographic information, product indication, onset date updated, lot no, new events vaginal haemorrhage, menorrhagia and device monitoring procedure not performed added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.